Event description:
During a ventricular tachycardia procedure, a cardiac tamponade occurred which required pericardiocentesis. During right ventricle mapping, patient rhythm changed to ventricular tachycardia and an electrical shock was delivered. The system then stated that the posterior patient reference sensor position had changed. The catheters were visualized; however, a new map could not be recorded. The patient references sensors could not be moved back to their original position, so the "set" button was utilized which required re-mapping. The transseptal puncture was re-done and the left ventricle was remapped, and the procedure was successfully completed. During the night, an echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed to stabilize the patient. The physician alleged that the second transseptal puncture caused the pericardial effusion.

Event description:
During a ventricular tachycardia procedure, a cardiac tamponade occurred which required pericardiocentesis. During right ventricle mapping, patient rhythm changed to ventricular tachycardia and an electrical shock was delivered. The system then stated that the posterior patient reference sensor position had changed. The catheters were visualized; however, a new map could not be recorded. The patient references sensors could not be moved back to their original position, so the "set" button was utilized which required re-mapping. The transseptal puncture was re-done and the left ventricle was remapped, and the procedure was successfully completed. During the night, an echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed to stabilize the patient. The physician alleged that the second transseptal puncture caused the pericardial effusion. There were no alleged issues with the tacticath se ablation catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.